Manufacturer narrative:
The pump was received with a blank display due to moisture damage at the electronic assembly. Unable to perform operating currents, self test, unexpected restart, rewind, basic occlusion, occlusion, prime, excessive no delivery or displacement tests or verify the battery out limit alarm due to the blank display. The pump had moisture damage on the keypad traces during visual inspection. The pump was received with minor scratches on the lcd window, a cracked case at the display window corners and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display before and after a battery change. Customer's blood glucose was 145 mg/dl at the time of incident. Troubleshooting advised customer to remove the battery for 10 minutes and then replace it but the display did not return. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.